Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that they experienced high blood glucose level of 440 mg/dl. It was reported that they received blockage alert during fill tubing. Customer was getting insulin flow block alarm on his pump. The product was returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.